Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. It was reported that the peritonitis was manifested by abdominal pain and low grade fever. The patient was treated with unspecified oral antibiotics (dose and frequency not reported) for the event. Pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient had recovered from the event. Additional information was requested but is not available. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis event was due to yeast infection. The patient discontinued the antibiotics twelve days after the onset of the event. At the time of this report, the patient was taking fluconazole (orally, dose, duration and frequency not reported) and was supposed to continue the medication for six more days. Twelve days after the onset of event, the patient¿s pd catheter was removed and the patient was switched to hemodialysis from the next day. Hemodialysis was ongoing at the time of this report. Should additional relevant information become available, a follow-up report will be submitted.